Manufacturer narrative:
(B)(4).

Event description:
It was reported the extension line and luer hub were found separated during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the extension line and luer hub were found separated during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one proximal luer hub for analysis. The catheter was not returned. Visual inspection of the luer hub revealed portions of the extension line molding. The exact point of separation cannot be determined without the catheter also returned for analysis. The inner diameter of the extension line at the luer hub measured 1.4986mm, which is within the specifications of 1.42mm-1.50mm per product drawing. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of an extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual inspection revealed the proximal luer hub separated from the extension line. The catheter was not returned. A device history record review was performed with no relevant findings. Without the complete sample returned for analysis, the probable root cause cannot be determined. Teleflex will continue to monitor and trend for complaints of this nature.